Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin t stat assay (tntstat) on a cobas e 411 immunoassay analyzer (e411). The sample initially resulted as 0.195 ng/ml accompanied by a data flag. The 0.195 ng/ml value was reported outside of the laboratory. The physician requested a repeat of the sample. The sample was repeated on (B)(6) 2018, resulting as < .01 ng/ml. The customer did not know which result was correct. The patient was treated based on the initial result and was admitted to the hospital. The patient was later discharged. No adverse events were alleged to have occurred to the patient due to being treated and admitted. The tntstat reagent lot number was 273497. The reagent expiration date was asked for, but not provided. The field service engineer found that probe tubing was not inside a pulley. He replaced the tube and correctly adjusted the tube into the pulley system. As a preventive measure, he checked the mixer, changed the mixer belt, manually cleaned the measuring cell, replaced pinch tubing, adjusted probe positions, checked the photomultiplier tube high voltage, and checked the test count of the measuring cell. He cleaned and lubricated various assemblies. He had the customer move a portable phone away from the top right side of the analyzer (above the photomultiplier tube assembly). He ran performance testing and this was acceptable. The customer ran controls and these were acceptable.